Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to seeing particles in the device. There was no report of patient harm or injury.    The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a CPAP device's sound abatement foam became degraded and visualization of particles. The patient did not receive medical intervention. The patient has alleged ventricular fibrillation, kidney, liver and heart failure and death . The device was not returned but not yet evaluated.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In previously submitted reports section h10 mentioned incorrect, correct h10 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in the airway from the device and particles in the tubing/chamber. Additional information was received, and the customer stated the patient died on (B)(6), 2022, after not having a machine for two years and being hospitalized five times in those two years. The chemicals released in the dream machine, which were black particles that the patient was breathing, caused kidney and liver failure and eventually ventricular fibrillation and heart failure. The device has not yet returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filled. The manufacturer previously submitted a report with incorrect sections b1, b2, h1, and h6. Corrections to the previous report are made in this report as follows: section b1 was corrected to adverse event. (Only product problem were captured in the previous report.) Section b2 was corrected to death and hospitalization (initial or prolonged) to reflect the correct information. Section h1 was changed from malfunction to death.  In section h6, the health effect - impact code was updated to reflect adverse event.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experience ventricular fibrillation, kidney, liver and heart failure and death. The reporter states that, patient died on (B)(6) 2022, after not having a machine for 2 years and being hospitalized 5 times in those 2 years. The reported event of experience ventricular fibrillation, kidney, liver and heart failure, death and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filled. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect-impact code, type of investigation, investigation findings and investigation conclusions have been updated.